Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was duplicated during testing. 1 device was found to be affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated.there was no patient involvement; no patient impact.